Event description:
Pt's diet counselor reported that the infusion device piston rod is blocked. Pt started the prime procedure, but the infusion device did not deliver any insulin. After 16 units were shown on the display, the infusion set started to fill with insulin. There were no air bubbles in the cartridge. Pt has experienced hyperglycemia of up to 570 mg/dl since (B)(6) 2011. Blood glucose was 570 mg/dl on (B)(6) 2011 at 10:50 pm, and the pt delivered 9 units of insulin via pen. Blood glucose was 378 mg/dl on (B)(6) 2011 at 5:25 am, and pt delivered 8.2 units of insulin via the infusion device. Blood glucose was 228 mg/dl at 5:42 am, and pt delivered 7 units of insulin via pen. Blood glucose was 482 mg/dl at 9:00 am, and pt was positive for ketones. Pt delivered 12.9 units of insulin via the infusion device and 7 units via pen, and he felt very sick and vomited. At 10:00 am, pt went to a med ctr. Diet counselor checked the infusion device and reported the insulin delivery of the infusion device is inaccurate. Normal blood glucose is 130 mg/dl. Infusion device was not exposed to electromagnetic fields or water. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.